Event description:
It was reported while using (brand name) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: dr. Reported repeated issues of drug leakage from discardit luer slip when it was attached to spinal needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300294 and lot number 2209520. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation; however, the retained samples did not display any signs of defect. Although the defect could not be confirmed through investigation, it is possible that the reported incident resulted from damage in the barrel tip.

Event description:
It was reported while using (brand name) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: dr. Reported repeated issues of drug leakage from discardit luer slip when it was attached to spinal needle.